Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
While reviewing a vns patient's programming history, it was noted that system diagnostics resulted in high lead impedance after faulted diagnostics. From the programming history in the manufacturer's database, it was noted the patient was programmed to 0 ma but it is unknown if the physician continued therapy on the patient. Good faith attempts to obtain additional information have been unsuccessful to date.